Event description:
It was reported that, during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 99% stenosed left anterior descending (lad) artery. The maverick2 monorail balloon was ruptured at 12 atms on the 2nd inflation. The initial inflation was to 6 atms. The procedure was successfully completed with another maverick2 monorail balloon. There were no reported pt injuries. Pt status listed as "good."

Manufacturer narrative:
The device has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8924706 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the event is unk.